Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 1 of 2.reference MFR. Report:1627487-2015-03369. It was reported the patient was no longer receiving effective stimulation due to the scs leads migrating. As a result, the leads were explanted and replaced which restored effective stimulation. Additionally, the physician elected to explant and replace the scs ipg to take advantage of new technology, there were no allegations against the fully functioning device.